Event description:
Instrument tip "l" hook broke off inside pt during laparoscopic procedure; x-ray verified tip inside pt; re-opened pt to remove tip. Mfg date code, kp = 10/95 (in warranty). Procedure required approx 5 hrs to conduct, including retrieval of foreign body. Post-op recovery uneventful to this point. Causation of fbo undetermined at present.